Event description:
A surgeon reported that a memory lens was implanted in a pt's left eye with no complication noted. The device was diagnosed as opacified in 2003, with visual acuity reported as 20/30. Prognosis reported as excellent and that iol exchange to take place in the near future. No further info is available at this time.